Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod4. It was noted that the patient¿s anatomy was mildly tortuous and calcified. During the procedure, the physician placed three penumbra coils 400 (pc400s) in the superior gluteal artery using a lantern delivery microcatheter (lantern). Next, the physician placed the lantern in the inferior gluteal artery and attempted to deploy a pod4; however, the pod4 would not take its intended shape. After several failed attempts, the physician decided to withdraw the pod4; however, upon removal, the physician noticed that the pod4 was not attached to its pusher assembly. Therefore, the physician removed the lantern and noticed that the pod4 had unintentionally detached inside the lantern. The physician then removed the detached coil and completed the procedure using the same lantern and eight pc400s. There was no report of an adverse effect to the patient.